Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported "intracapsular exploded [sic] liquid." The device has been explanted.

Manufacturer narrative:
Continued e.1 email: corrected to current email contact.

Event description:
Explanted device discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported "intracapsular exploded [sic] liquid." The device has been explanted.